Event description:
It was reported that during a low anterior resection procedure, the trocar did not come out. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 2/3/2009. Information anticipated, but unavailable at this time.